Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr). An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, after many attempts to catch the leaflets, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported positioning failure of inability to grasp could not be replicated in a testing environment as they were related to patient and/or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue and positioning failure of inability to grasp. There is no indication of a product issue with respect to manufacture, design, or labeling.